Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, is determined to be the root cause of device failure. A possible trauma to the recipient's head might have weakened the fixation of the electrode which likely led to electrode mobility and further electrode damage. This is a final report.

Event description:
The users hearing performance became worse gradually. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance became worse gradually. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.